Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, pipeline flex with shield embolization pushwire returned with non-medtronic catheter. The pipeline flex with shield braid was not found with the pushwire. It was reported the pipeline flex with shield embolization device was resheathed and removed with the catheter. However, the pipeline flex with shield braid was not found with the catheter. In addition, no bends or kinks were found with the pipeline flex shield pushwire. The pipeline flex shield distal hypotube does not appear to be stretched and the ptfe shrink tubing was intact. No damages were found with the tip coil. The pipeline flex with shield braid was not returned; therefore, any contributing factors could not be assessed. Failure to open can be caused if the braid was overstretched during delivery or if the braid is deployed in a vessel bent. It was reported ¿the middle section of the pipeline was placed in a bend in the anatomy.¿ therefore, the most likely causes were use and patient anatomy related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the distal end of the pipeline flex with shield (ped2) device didn¿t open despite all manipulations. The middle section of the ped2 was placed in a bend in the anatomy. More than 50% of the device was deployed when it failed to open. The ped2 was resheathed less than or equal to 2 times. No additional steps were made to open the device. The pipeline was resheathed and removed with the microcatheter. A new ped2 was used to treat the patient. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient was on daily 325 mg aspirin 2 days prior, 75 mg clopidogrel 7 days prior. The patient underwent treatment of a right internal carotid artery (ica). The aneurysm was unruptured and saccular. The max diameter was 2.5 mm and the neck was 2.8 mm. The landing zone was 3.87 distally and the proximal was 4.56 mm. The vessel tortuosity was normal.